Manufacturer narrative:
Concomitant medical products: product ID: 4068-58 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve pain and the right atrial (ra) lead "was making them jump". The ra lead was capped. No further patient complications have been reported as a result of this event.